Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2017, the patient had a left total knee replacement to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2 were used during this procedure. On 14 aug 2019 the patient had a revision to address pain and failed left total knee arthroplasty. The tibial tray was found to be loose at cement/implant interface. The femoral component and insert were revised with no deficiencies noted. Patella was not revised. Competitor components were implanted during this procedure including competitor cement x2. Doi:(B)(6) 2017 dor: (B)(6) 2019 (left knee)